Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient sensed a continuous unpleasant, very loud sound. Testing carried out on (B)(6) 2011 shows that the implant's integrity and ground path impedance could not be measured.